Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. Zip code is not indicated at this time. (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure with a preloaded device, the lens was delivered into the anterior chamber (ac). Because of being delivered in the ac, the lens contacted the patient's iris causing severe iris bleeding. The surgeon waited for the bleeding to stop and moved the lens into the capsular bag. Additional information was requested.

Manufacturer narrative:
Additional information: viscoelastic was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. It is unknown if a qualified viscoelastic was used. Material properties of a non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. (B)(4).